Event description:
A customer reported the system stopped working during a procedure. The power was cycled and the fluid management system was reinserted but a system message continued to display. A second fluid management system was inserted and a significant delay in procedure was reported. How or if the procedure was completed and pt impact are unk at this time. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However, system message [fms (fluid management system) interface failure: invalid fms ID] was verified in the system's event log. The company representative replaced the cassette ID pcba (printed circuit board assembly). The customer did not retain a cassette and therefore, functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record and lot history could not be reviewed. The root cause has not been determined. (B)(4).